Manufacturer narrative:
The reported issue was confirmed as user related according to the event description. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "stool sampling: uncap the white sample port (figure 11a). Gently kink the catheter segment between the piston valve connector and the sample port (figure 11b). Tilt or milk the catheter to collect fecal matter around the sample port. Insert a slip-tip syringe into the sample port valve and draw the appropriate sample of fecal matter into the syringe (figure 11c). Withdraw the syringe. Secure the white cap back onto the sample port (figure 11d)." (B)(4). The device was not returned.

Event description:
It was reported that the system was leaking stool from the medication delivery port. The complainant stated that the staff member pulled back on the med delivery port with a syringe to obtain a stool specimen. The staff member has received re-training on the proper use of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the system was leaking stool from the medication delivery port. The complainant stated that the staff member pulled back on the med delivery port with a syringe to obtain a stool specimen. The staff member has received re-training on the proper use of the device.